Event description:
It was reported a patient experienced peritonitis, manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day and treated with unspecified antibiotics for the event. Three days later, the patient was discharged from the hospital and recovered from the peritonitis. The cause of the peritonitis was unknown. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12j03034 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This report references the same patient as (B)(4).